Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test, verify scrolling numbers, or verify battery out limit alarm due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that when she was trying to bolus the keypad was stuck and the bolus amount continued to rise. The customer then took the battery out and the insulin pump alarmed battery out limit. She was unable to clear the alarm and the time on the insulin pump did not move forward. Customer's blood glucose level was 121 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.